Event description:
Boston scientific received information that this patient with a pacemaker had the system surgical modification due to infection and a scab over the pocket area. The pacemaker was placed under the muscle. The patient has also been observed for poor wound healing. Ai received indicates that left sided infection continues and slow healing was due to compromised tissue because of breast cancer treatment. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the pacemaker was explanted. No adverse patient effects were reported.